Manufacturer narrative:
The heartmate 3 lvas was implanted during the (B)(6) clinical trial, ide (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing (B)(6) trial. (B)(4). Approximate age of device ¿ 8 days. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that while admitted following lvad implant on (B)(6) 2017, the patient¿s white blood cell count began to rise on (B)(6) 2017. Vancomycin and zosyn were initiated. Blood and urine cultures were negative; however, the patient was still treated with antibiotics. Antibiotics were discontinued on (B)(6) 2017 and leukocytosis resolved. The patient¿s white blood cell count returned to normal at 12.26 on (B)(6) 2017.